Event description:
Reported due to intervention. The patient reportedly experienced a perforation post placement of the taxus stent.the jostent graftmaster was used for the treatment of a free perforation. The stent was implanted and the perforation was sealed. A complication occurred and the patient experienced what was reported to be "CPR initiated, patient intubated, supraventricular tachycardia, no pressure after the perforation." The patient did not die and the complicaion was reported "to be not device related". It was reported that "the patient was stabilized enough that they stented another lesion (device unknown)." "The patient is fine now".